Event description:
During last follow-up on (B)(6) 2012, two episodes treated by atp were recorded in device memory. Nevertheless, both episodes started from the therapy delivery, i.e. The onset of the arrhythmia was not available in the recorded episode, preventing the physician from analyzing the potential trigger of the arrhythmia.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.